Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 26 mg/dl. The customer stated that he was awake, but not responsive. Troubleshooting was performed, and the insulin pump was programmed correctly, but the time was off by one hour. The insulin pump passed the self test, but the wife didn't have supplies with her to conduct further troubleshooting. The customer's doctor later called to request a replacement insulin pump due to an incident that occurred prior to the hospitalization. The customer had a full reservoir and a blood glucose reading of 128 mg/dl. A short time later, the reservoir was half empty and the customer's blood glucose levels were in the 20 mg/dl range. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.